Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons became unresponsive when the reservoir was changed on the insulin pump. It was also reported that the numbers began to scroll without input during a bolus. The insulin pump may have gotten wet. The customer changed the reservoir every two days due to a change in insulin dosage. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No scrolling numbers noted on the display. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.